Event description:
Customer reported experiencing many occlusions without any apparent cause. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and no additional corrective actions or information regarding the outcome were provided.